Manufacturer narrative:
(B)(4). This report involves the same patient as in cmplnt-(B)(4). On an unknown date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unknown antibiotics for more than twenty days (medication, route, dosage, frequency, and specific duration not reported) for the peritonitis event. During treatment for the peritonitis event, peritoneal dialysis therapy was reported to be ongoing, but on an unreported date, peritoneal dialysis therapy was discontinued. The care plan was to withdraw the peritoneal dialysis catheter and transfer the patient to hemodialysis therapy. Hospitalization was reported to last more than twenty days, but specific length of hospital stay was not reported. The patient was not recovered from the peritonitis event. No additional information is available.